Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caller reported that a low sensor scan of 50 mg/dl was received when compared to the hospital meter result that was reportedly ¿over 1000mg/l¿. The customer was not feeling well and experienced a symptom of vomiting. The customer was seen in a hospital where an unspecified infusion was administered for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the modified serial number for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Based on returned product download section d4 (serial number) was updated from 3mh00an0fth to 3mh00an9fth . Based on returned product download section h4 (device mfg date) was updated from 2/4/2022 to 1/27/2022 . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caller reported that a low sensor scan of 50 mg/dl was received when compared to the hospital meter result that was reportedly ¿over 1000mg/l¿. The customer was not feeling well and experienced a symptom of vomiting. The customer was seen in a hospital where an unspecified infusion was administered for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.